Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported motor error alarms from the insulin pump. There was no significant event reported leading up to the alarms. The customer's blood glucose value was 427 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer was advised to revert to a back-up plan. No further info was provided.